Event description:
Hospital ICU personnel responded to a pt, condition unk. The device was connected to the pt to administer countershocks. According to the reporter, the device powered off by itself and, when it powered on, the display did not re-appear and only the on button led and service led was lit. A backup device was called for and used but pt outcome was not reported.